Event description:
The customer's sister reported via phone call that the customer experienced low blood glucose levels and that the insulin pump alarmed a low predicted alarm. The caller stated that she was unable to hear the alarm. The customer's blood glucose was 55 mg/dl. The customer also had a low blood glucose of 40 mg/dl two days prior to the call. The caller was advised to have the customer call for troubleshooting and documentation, since she was not confirmed as a hipaa contact.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.